Event description:
A patient reported experiencing inaccurate erratic results with a surestep meter. The patient's blood glucose was 455, 260 mg/dl within 10 minutes, with a difference of 48%. Patient did not experience any adverse events. No further information has been received.